Event description:
The reporter stated that "I only got the er1 message with control, never with blood." It was determined that he has been using onetouch control solution and was still using his original surestep meter instead of his replacement. He said "I know what the er1 message can mean and I have never had a reading above 200 so I don't know why I can't continue using it." He did, however, agree to return his original meter and was sent a new supply of surestep control solution.